Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost weight and the ipg was hitting on objects which caused the ipg to flip in the pocket site. Surgical intervention took place on (B)(6) 2019 wherein the ipg was relocated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.